Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's atrial lead was over-sensing noise that led to inappropriate automatic mode switch. Programming changes were made. The patient was stable.